Manufacturer narrative:
The reported complaint of a user advisory - "(ua)45" (not at "home" position after power-on/restart) error message on the autopulse platform (serial #: (B)(6)) was confirmed during functional testing and during archive data review. The likely root cause for the reported (ua) 45 error message was due to the encoder drive shaft does not rotate smoothly, exhibits binding and resistance observed during visual inspection. The user might have difficulty pulling the lifeband straps completely up, or manually rotate the encoder shaft to the home position, prior to turning on the device. Unrelated to the reported complaint, a cracked front enclosure was observed on the returned autopulse platform during visual inspection. The damaged cover is likely a characteristic of mishandling. The front enclosure was replaced. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. Deburring of the sticky clutch plate was performed to remedy the issue. During archive data review, multiple errors ua45 were recorded on the reported event date. Thus, confirming the reported complaint. Initial functional testing failed due to ua45 (not at "home" position after power-on/restart) displayed during power on using a known good autopulse li-ion battery. To remedy ua45, the driveshaft was rotated back to "home" position by using the administrative menu. Thus, confirming the reported complaint. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. Customer was unable to rotate the drive shaft back to home position. Patient use information was requested but no additional information was provided, therefore patient use is unknown.